Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via the rep. The rep confirmed the lead pull took place on (B)(6) 2018. They did not have the exact values of the high impedances that were found on electrodes: 1, 2, 4, 5, 6, 7, 12, 14 and 15. It was noted the patient's weight had not been obtained on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient using a wireless external neurostimulator (wens) it was reported that at the lead pull an out of range (oor) message appeared. It was unknown what factors contributed to the oor. On (B)(6) 2018, the wens was interrogated and high impedances were noted on electrodes: 1, 2, 4, 5, 6, 7, 12, 14 and 15. The lead wires were re-inserted into the wens and all impedances were then within the normal range; issue resolved. No symptoms were reported. The wens was discarded by the customer. No further complications were reported or anticipated.